Event description:
Nurse reported a system error on the monitor stating the device was disconnected and it was not disconnected. Did not use the device, taken out of service, obtained a new device. No patient harm.